Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were hospitalized due to high blood glucose level on (B)(6) 2021 with blood glucose level of 30 mmol/l. Customer was assisted with troubleshooting. Customer treated their blood glucose level with insulin drip. Customer was in intensive care unit for three days due to diabetic ketoacidosis. Customer also stated that they were treated their hyperglycemia with bolus. Based on customer's report customer was alleging insulin pump system for possible under delivery. Customer also mentioned that they had been using the same set for the last ten years. Insulin pump will not be returned for analysis.